Event description:
During preventative maintenance of the device, the field service representative (fsr) reported that the temperature jacks were physically broken on the temperature pressure board. The fsr repaired the device at the user facility. There was no pt involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.